Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified vessel. A 2.50x38mm synergy¿ stent was advanced to treat the lesion. However, the stent was caught by the bending of the lesion and it was noted that the stent struts was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.